Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings:investigation revealed that there was moisture in the battery compartment and on the battery cap. The battery compartment was observed to be cracked in two places. Unrelated to the original complaint, the display screen was dim, faded, and discolored.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that there was moisture in the battery compartment. The reporter denied any physical damage to the pump casing. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).